Event description:
It was reported that multiple occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was 17 mmol/l. Bg was successfully resolved by customer resuming insulin delivery via the pump.